Event description:
The account alleged when the bed exit alarms,the nurse's station is not receiving a nurse call, but there is a local alarm sounding at bed.

Manufacturer narrative:
The technician replaced the junction box to repair the bed.